Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: swelling, seroma and exchange from textured to smooth breast implants due to the patient¿s concern with the product further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side swelling, seroma and exchange from textured to smooth breast implants due to the patient¿s concern with the product, manufacturer of the device was unknown. The device remains implanted.